Manufacturer narrative:
A supplemental report will be submitted upon completion of plant investigation.

Event description:
A peritoneal dialysis (pd) patient called tech support during fill 4 of 4 regarding an air detected in cassette alarm. Patient stated that she has pressed ok several times and the alarm continued. Patient stated that the heater bag connection is tight and secure, patient stated that she does not see any sign of air bubbles in the heater bag line. Patient was assisted with rebooting and resuming the treatment; and patient was still not able to fill and the alarm message returned. Tech support advised patient it would be best to re-setup, patient was assisted with canceling the treatment and when patient open the door to remove the cassette fluid was leaking out from the cassette. During follow up the patient's peritoneal dialysis registered nurse (pdrn) who stated the patient¿s reported issues has resolved without any medical intervention. The patient reverted to manual treatment for that day and the cycler was replaced. The patient is doing fine and continues to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without further issue the set was discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set lot has been sold and distributed. Batch records for the lot identified was reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient called tech support during fill 4 of 4 regarding an air detected in cassette alarm. Patient stated that she has pressed ok several times and the alarm continued. Patient stated that the heater bag connection is tight and secure, patient stated that she does not see any sign of air bubbles in the heater bag line. Patient was assisted with rebooting and resuming the treatment; and patient was still not able to fill and the alarm message returned. Tech support advised patient it would be best to re-setup, patient was assisted with canceling the treatment and when patient open the door to remove the cassette fluid was leaking out from the cassette. During follow up the patient's peritoneal dialysis registered nurse (pdrn) who stated the patient¿s reported issues has resolved without any medical intervention. The patient reverted to manual treatment for that day and the cycler was replaced. The patient is doing fine and continues to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without further issue the set was discarded.